Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited intermittent loss of capture. Programming changes were suggested but no intervention was reported. There were no patient consequences.